Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient underwent an unrelated surgery and the implantable pulse generator (ipg) was not set to surgery mode. The patient controller showed the ipg was unable to establish communication with the clinician programmer. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.